Event description:
It was reported that the patient presented for a scheduled implant. During the procedure, it was noted that left ventricular (lv) lead exhibited high capture threshold and failure to capture. The lv lead was not used. There was no patient consequence reported.